Event description:
It was reported that the halkey roberts clamp was missing from a y-type tur/bladder irrigation set. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample out of the pouch, unused. Visual inspection showed that both halkey roberts clamps were missing. The cause of the reported condition could not be determined. A CAPA has been initiated to investigate this issue of the missing clamps. Should additional relevant information become available, a supplemental report will be submitted.